Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by patient registry, 1 year and 2 months post successful implant of a sapien xt valve during a valve in valve procedure within a surgical valve, the valve was explanted and replaced with a surgical valve. Additional information has been requested.

Manufacturer narrative:
The patient¿s valve was not returned to edwards lifesciences for evaluation as it was likely discarded by the site. Despite multiple investigational attempts, it was not possible to obtain additional details regarding the explant of the sapien xt valve 1 year and 2 months after tavr procedure. A supplemental report will be submitted when and if additional information becomes available. Explant of aortic bioprosthetic valves can be due to multiple mechanisms, the device was not returned and information was not provided; therefore, the specific root cause of this explant cannot be determined or evaluated at this time.  There was no allegation or indication a device malfunction contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.